Event description:
It was reported that the right ventricular lead exhibited non-sustained right ventricular over sensing episodes due to lead noise. No patient symptoms were reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicates that the lead was capped and replaced. The patient was in stable condition post procedure.